Event description:
It was reported that the patient had a low international normalized ratio (inr). One week later, their ventricular assist device (vad) exhibited high watt alarms and there was a concern for a clot in the vad. It was further reported that the vad speed was set to 3040 and the high watt alarm was not appropriately adjusted causing false high watt alarms. The alarm was reset and the alarms were resolved. No clinical treatment was warranted. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Log file analysis revealed intermittent decreases in power consumption and estimation flows within the analyzed period and three (3) high watt alarms were logged since 18-dec-2020. As a result, the reported high power event was confirmed. Information provided by the site indicated that the patient had a low international normalized ratio (inr). One week later, their ventricular assist device (vad) exhibited high watt alarms and there was a concern for a clot in the vad. It was further reported that the vad speed was set to 3040 and the high watt alarm was not appropriately adjusted causing false high watt alarms. The alarm was reset and the alarms were resolved. No clinical treatment was warranted. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible root causes of the reported high power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.